Manufacturer narrative:
Philips has investigated this complaint. Analysis of the log files indicated that the main computer software was corrupted. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse reinstalled the computer software and restored the system settings. After the reinstallation of computer software, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system stopped in the middle of startup. The system was not in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.